Event description:
Customer reported: ua45" (user advisory 45). No adverse event reported.

Manufacturer narrative:
Reported complaint of "user advisory 45" (not at "home" position after power-on/restart) was confirmed. Drive shaft was rotated back to home position; this resolved the complaint. Platform passed the functional test. No adverse event reported.